Manufacturer narrative:
Attachment: [2016-02 exemption e2013036 submission_otn.xls]

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number e2013036 for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2016-00521 and 3005099803-2016-00522.